Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the system had repeated recoverable 23138 errors. Th error logs showed 23138 was pointing to universal surgical manipulator (usm) 4 and tried to power cycle the system already. It was explained that we can try and power cycle the system again but it is likely that arm 4 will continue to fault and suggested that they may be able to use the system as a three arm system. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was installed onto a golden system where it triggered an error 23138 indicating fault on the yaw axis. A review of error logs showed same error 23138 indicating that hall to edge fault was occurring on the usm yaw axis. The usm was then installed onto a patient side cart fixture test platform (pftp) where it failed with an error 23138 pointing to the yaw axis. Once testing was completed, the yaw motor module was aba tested and was verified to be the source of the fault. The probable root cause of the reported failure can be attributed to sensor errors pertaining to the yaw motor module.

Event description:
Refer to h11 for follow-up information.